Manufacturer narrative:
Qn#: (B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon deflated 10 minutes after insertion. Intervention - the patient was re-intubated.